Event description:
Difficulty was encountered during a stenting treatment procedure. Upon attempted deployment of the symphony biliary stent, only one quarter of full stent deployment was achieved. The physician cracked the deployment casing and successfully deployed the stent in the iliac. No pt injuries or complications were reported. The pt status is reported as 'fine'.